Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line error. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The customer reported error air in line was not reproduced during evaluation. A review of the event history log identified the air in line error. The device was found to pass air in line testing and the fluid numbers were found to be within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.